Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They had a blank display. They tried changing the battery but it was still blank. The customer stated that they went to do a bolus but the screen froze, the backlight went off, and went to change the battery. It did a count down and it eventually turned off. The customer¿s blood glucose level was 176 mg/dl. Troubleshooting was performed but the display did not return. The device will be returned for analysis.

Manufacturer narrative:
The device was received with blank display, problem isolated to mother board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable to verify frozen screen, back light anomaly due to blank display. The device had a minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched keypad overlay and stained end cap sticker. No missing label on top of button noted.